Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off and reported an unspecified cartridge issue. The customer went to the emergency room with a blood glucose level around 750 mg/dl. The customer was treated with intravenous fluids of saline and insulin which resolved the issue. The customer was released the same day with no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.